Manufacturer narrative:
The device has not been returned to mmdg, and an evaluation of the sets in question has not been possible. Because the reporter was unable to provide a lot number, mmdg has been unable to perform a DHR review.

Event description:
The initial reporter stated that an administration set was leaking under the pump door by the air sensor. Changed bag and tubing, and still observed leaking under the pump door on the left side. The user stated that the bag comes with the tubing already primed. The user was unable to provide a lot number. Mmdg after-hours customer service attempted some troubleshooting with the user, then suggested the user call his or her provider. Mmdg has been unable to contact the user directly, but during a conversation with the pharmacist who prepared the administration set for use, mmdg learned that the "patient reported to notice leaking from the tubing over the pump fingers in the pump and very small amount had leaked, stopped the infusion and replaced the set. Patient had a minima delay in his therapy without any harm. The customer had disposed of the set as of this morning." (B)(4).